Event description:
The customer alleged that he tested his blood glucose and received a reading of "lo." While troubleshooting, he performed control tests and received a result of 23 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.